Manufacturer narrative:
(B)(4). Although the customer alleged the keypad ¿double beeps and types¿ the sigma device eval found that when any key (other than on/off, #5, #6, #7, #8, and #9) is selected, an input of the (.) Key will occur. No evidence of unintentional double entry was evident from review of the device history log. Sigma¿s engineering investigation is in progress. When complete, a supplemental report will be submitted.

Event description:
It was reported that a keypad on a pump enters a single selection twice.